Event description:
Pump declared an altitude alarm, prompting concern. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to clean the pump's speaker holes and replace the cartridge. Initially, resuming insulin delivery failed, but loading a new cartridge resolved the issue, and the original cartridge did not vent properly. Pump resumed normal operation after these actions.